Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the occluder system of a 5f mynxgrip vascular closure device (vcd) could not be advanced into place (white marker point), and it could not be released. The unknown sheath was not kinked/bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. There was no excess force applied during insertion. Hemostasis was achieved via manual compression for 20 minutes. There is no reported injury to the patient. The patient recovered after the mynx event. The mynx vcd was used in a peripheral interventional procedure. The stick location was the femoral artery. The procedure used an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor presence of pvd / calcium in the vicinity of the puncture site. The patient¿s bmi was not greater 40 kg/m2. The patient does have a relevant medical history of peripheral vascular disease (pvd). The patient's hospitalization was not extended because of the event and the deployer is mynx certified. The device will be returned for inspection.